Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1: (B)(6). Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged downstream occlusion (dso) seal and scratched lens. Functional testing performed. Although customer's reported problem of "scratched screen" was confirmed, this is not considered a reportable event. Damaged dso seal is considered a reportable event. The root cause for the reportable event was the damaged dso seal, which will be replaced to correct the issue. The engine has more than 12 million revolutions and will be replaced as a precaution. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a scratched screen. There was unknown patient involvement and unknown patient harm/adverse event reported. Device evaluation found a damaged downstream occlusion (dso) seal.